Manufacturer narrative:
Follow-up #1: date of submission 02/08/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: review of the black box and pump history revealed the last basal delivery was recorded as (B)(6) 2015 at 11:16 am. There was no activity outside of normal use observed on the date of the alleged issue; (B)(6) 2015. The total daily dose adds up to accurately reflect the user¿s programmed basal rate target; 32 units total bolus delivery was correctly reflected in the total daily dose and in the bolus history on (B)(6) 2015. On investigation, ez-prime steps were performed correctly. There were no errors, alarms, warnings or unexpected delivery of insulin during the investigation. The pump correctly reflected 24 units delivered after a 24 hour exercise on a 1 unit per hour duration test. Normal bolus and audio bolus were delivered correctly during investigation. Investigation did not duplicate the alleged inaccurate delivery issue and concluded that the pump was delivering insulin with the required specifications without malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The distributor contacted animas on (B)(6) 2015 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 599 mg/dl and an unspecified level of urinary ketones present. The patient was reportedly hospitalized for treatment of hyperglycemia. Details of the medical treatment to the patient were not provided. It was alleged that the pump's basal history did not match the patient's active basal program and the pump had an issue with inaccurate delivery associated with this alleged adverse patient event. During troubleshooting of the pump, it was determined that the patient had been using the subject pump for less than one month, the pump emitted alarm/warning of suspend/limits/empty cartridge/auto off and the time and date were confirmed to be correct. The patient discontinued pump therapy at the time the complaint was reported. This complaint is being reported because the reporter alleged inaccurate delivery on insulin by the pump, resulting in hyperglycemia with hospitalization. The alleged inaccurate delivery issue remained unresolved after troubleshooting.